Event description:
A malfunction alarm labeled as malfunction 16 was reported, but no adverse impact to the customer's blood glucose level was noted. To resolve the issue, technical support arranged to replace the defective pump, which was confirmed to be under warranty. The customer was instructed on how to store the old pump and agreed to return it using a pre-paid label within ten days. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup method for insulin delivery.